Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. The ticket searches determined that there is no unusual activity for the likely cause lot and no adverse trend for the product. In the absence of a returned patient sample, clinical sensitivity performance was assessed using retained samples of lot 34391lf00 and one replicate of each level of two commercially available seroconversion panels. This seroconversion panel testing shows that the product lot is performing acceptably when compared to historical data. A review of the manufacturing documentation did not identify any issues associated with the customer observation. No product deficiency was identified and no additional issues were identified during the investigation of this complaint. The reagent package insert included corrective and preventive actions of such an issue. Based on the evaluation results, no malfunction was identified as a redraw within close proximity shows a correct result (result not repeatable). This information suggests that the device is performing as intended, and the issue is likely due to sample draw, preparation, or handling.

Manufacturer narrative:
This report is being filed against an ex-us product (6c36) which has similar products (1l80 and 4p53) distributed in the us. (B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that one patient sample generated a (B)(6) result for the architect hbsag assay. The same patient sample was retested and a (B)(6) result was generated. A second sample from the same patient was then tested and a (B)(6) result was generated. The (B)(6) result was not reported out and no impact to patient management was reported.

Manufacturer narrative:
Product evaluation is in process and the results will be submitted in a follow-up report.